Manufacturer narrative:
(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during an attempted device software upgrade, an error code was exhibited indicative of an upgrade anomaly due to low battery voltage. The interrogation session was ended and the patient taken for a device replacement. This unit was explanted and replaced in absence of any adverse patient effects and is intended to be returned for a longevity analysis.

Manufacturer narrative:
(B)(4); this device was thoroughly inspected and analyzed. Review of device memory found the device recorded a battery depletion error on (B)(4) 2017 and reached end of life (eol) battery status on (B)(4) 2018. The device case was removed to facilitate inspection of the internal components. Visual examination of the inside of the device identified no anomalies. Next, circuit testing was completed. Analysis was able to conclude the device exhibited premature battery depletion due to an issue with the litronik battery.

Event description:
Boston scientific received information that during an attempted device software upgrade, an error code was exhibited indicative of an upgrade anomaly due to low battery voltage. The interrogation session was ended and the patient taken for a device replacement. This unit was explanted and replaced in absence of any adverse patient effects and returned for a longevity analysis.